Manufacturer narrative:
No button error alarm noted. Insulin pump had intermittent button response due to moisture damage on keypad traces. Insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. No moisture damage on electronics noted. Insulin pump had minor scratches display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error sever times, which the customer was able to clear. But, the insulin pump also alarmed no delivery during priming process, which was unable to be cleared. The customer could not recall their blood glucose at the time of the incident but at the time of the phone call their blood glucose was 209 mg/dl. The customer stated that the insulin pump might have been exposed to perspiration and the buttons may have been pressed down longer than three minutes while they were sleeping. Troubleshooting was performed and the alarm was able to be cleared. At the time of the troubleshooting the customer's blood glucose was 182 mg/dl. The customer did not want to return the infusion set or the reservoir for analysis. Nothing further was reported.